Event description:
It was reported that during implant, the lead was unable to be retracted. This occurred prior to the lead being placed into the patient's body. The lead was not used and another lead was used. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was bent/damaged consistent with procedural damage with no signs of blood/tissue at the helix region. The cause of the reported event was isolated to the damaged helix consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. DHR (device history records) were reviewed and found to be complete. The product passed all quality control tests prior to its distribution.